Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead threshold was "inappropriate"; it was causing battery drain. The lead was reprogrammed to a more-appropriate threshold, and it remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.